Manufacturer narrative:
The pipeline flex was discarded by the customer and not be returned for evaluation. The event could not be confirmed and the cause of the event could not be determined from the reported information. The pipeline flex expiration date, manufacture date, and UDI were not available at the time of this report and will be reported in a follow up MDR when available.

Event description:
Medtronic received report that a pipeline flex did not open during a flow diversion procedure. The patient was being treated for an unruptured aneurysm in the right, paraclinoid internal carotid artery (ica). Aneurysm measured 12mm in diameter and 5mm neck width. Landing zone artery size was 3mm distal and 3.5mm proximal. The vessel was minimally tortuous. A continuous heparinized saline flush was used during the procedure. The pipeline flex was advanced through the microcatheter without issue. The pipeline flex was partially deployed once and resheathed successfully. At re-deployment, the pipeline flex did not open around the genu. The distal section of the pipeline flex opened, but the proximal and middle sections did not open. The physician wanted to resheath and re-deploy the pipeline flex, but was unable to resheath it. Despite adjusting the load on the system, the physician could not open the middle section of the pipeline flex or find a way to resheath it. The physician withdrew the whole system into the guide catheter and removed it. The procedure was completed using a new pipeline flex. Post-procedure angiographic result was good. There was no report of patient injury as a result of this event.

Manufacturer narrative:
(B)(4).